Manufacturer narrative:
No product samples or photographs were returned for investigation, however, a video was provided which shows fluid dripping from what appears to be the drip chamber vent cap. The device history (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported event. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device involved in the event is not available to the manufacturer for further evaluation. In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during a taxotere infusion, the device vent filter began to leak at the top of the drip chamber proximal to the patient. Herceptin and serum were reportedly infused prior to the taxotere. There was no report of patient harm as a result of the event. No additional information is known at this time.